Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a critical pump error alarm. The customer¿s blood glucose level was unknown. A broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and a broken force sensor was detected during seating or regular delivery due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.